Event description:
It was reported that the right ventricular (rv) lead was noted with elevated short interval counts (sic). The rv lead remains in use. It was also reported that the right atrial (ra) lead had far field r-wave (ffrw). The sensitivity was decreased on the ra lead and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274drg, implantable cardioverter defibrillator, (B)(6) 2010; 694758, implantable tachy lead, (B)(6) 2004. (B)(4).